Manufacturer narrative:
Results: a sample was not returned for evaluation. Customer photo received confirms the damage to the sleeve. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5106621. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter leaked blood from the rubber sleeve inside the tube holder after specimen collection. No mucous membrane exposure. No serious injury, no medical interventions.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.